Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the housing of the attachment device was dent and was scratching all over. It was determined that the device was vibrating while running. It was observed that the device had cosmetic and component damage, and vibration. It was further determined that the device failed pretest for visual assessment and vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.